Event description:
It was reported that the patient presented post-pacemaker implant procedure. One day post-implant, it was noted that the patient experienced non-sustained ventricular tachycardia (vt) and sustained vt. The physician alleged the arrhythmia was induced by irritation to scar tissue at the implant location. The physician explanted the device on (B)(6) 2022 and implanted an implantable cardioverter defibrillator on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of patient arrythmia was not confirmed. As received, the device was returned above elective replacement indicator (eri) for analysis. Final analysis did not identify any anomalies.